Event description:
In 2009, the patient reported that since two days earlier, her readings have been elevated (no value given). She said she boluses through her insulin infusion device to treat her readings but her blood glucose only decreases when she delivers insulin via injection. To troubleshoot, the patient confirmed the time and basal rates on her device are accurate. She said her adapter has never been changed. She stated she has changed her headset every day since the same day, and changed her insulin cartridge last night. Troubleshooting did not find an product issues. The patient was advised to switch to her backup infusion device for troubleshooting purposes. On follow up with the patient nine days later, she stated she switched to her backup device and her blood glucose returned to her normal range and has remained there. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.